Manufacturer narrative:
B5 describe event or problem: updated with additional information received

Event description:
Reported via clinical study. It was reported that cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, the patient had a stroke resulting in in-patient hospitalization. No further information was provided at the time of this report. It was further reported that the outcome of the event was resolved.

Event description:
Reported via clinical study.it was reported that cerebral vascular accident occurred.a left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, the patient had a stroke resulting in in-patient hospitalization. No further information was provided at the time of this report.it was further reported that the outcome of the event was resolved.it was further reported that the patient presented to the emergency room (ER) with left arm weakness. The patient mentioned headaches, numbness and weakness. Resonance magnetic imaging (MRI) revealed a large right posterior cerebral artery (pca) territory infarction. The suspected cause of the cerebro vascular accident is due to embolism. The patient was admitted to the hospital on (B)(6) 2025 and was discharged on (B)(6) 2026 on oral antithrombotic medication and three (3) hours of therapy a day five (5) days a week.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study. It was reported that cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, the patient had a stroke resulting in in-patient hospitalization. No further information was provided at the time of this report. It was further reported that the outcome of the event was resolved.

Manufacturer narrative:
B5 describe event or problem: updated with additional information receivedh6: patient code added.h6: impact code added.the device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study. It was reported that cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, the patient had a stroke resulting in in-patient hospitalization. No further information was provided at the time of this report.